Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) coronary artery with heavy calcification and moderate tortuosity. The 3.0x15 mm trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance with the anatomy and the balloon ruptured on the first inflation to nominal pressure. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.